Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for dissection length of 210mm. It was reported that during the index procedure a ctag stent graft was implanted proximally from the lsa. The valiant stent graft was implanted at the distal region 50mm above celiac artery. An angiogram was performed and on re-entry a large blush of contrast was observed. The physician elected to implant another manufacturers¿ distal extension to the distal region of valiant stent graft. When angiography was re-performed, the blush from the re-entry decreased but persisted. Per the physician, the cause of the event was due to patient anatomy and commented, in order to close the re-entry just above the celiac, it was necessary to close the celiac artery and the re-entry could not be completely closed. To complete the procedure, the false lumen was decompressed which caused a thrombus to form at the centre of the false-lumen. It was assumed that the endoleak from the re-entry would occur due to the occlusion of the proximal entry and additional intervention prior to the implantation of the valiant stent graft. No additional clinical sequelae were reported and the patient will be monitored.